Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance recorded on (B)(6) 2015, prior to explant. Ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri. The device was subsequently returned and analyzed. Analysis of the device found high internal battery resistance. (B)(4).

Event description:
It was reported that the implantable pulse generator reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.